Event description:
During the procedure, air was aspirated when connecting irrigation. A brk needle was inserted into the introducer prior to the reported leak. The sheath was replaced to continue and complete the procedure with no consequences to the patient.

Manufacturer narrative:
One8.5f swartz braided introducer sheath was received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal seal. The distal seal was creased and appeared to have been shifted out of position. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal, the creased and shifted seal, and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Air was aspirated into the hemostasis valve.